Event description:
As part of beckman coulter marketing survey program (msp), the customer reported one erroneous troponin I (access accutni) result, for one patient, involving the unicel dxc 600i synchron access clinical system. It was determined the customer incorrectly loaded the reagent pack onto the reagent carousel. The customer stated the erroneous result was released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Operator error contributed to the event.

Manufacturer narrative:
.